Manufacturer narrative:
Other devices listed in this reported: cat. No.: 6021-0130, accolade plus tmzf hip stem #1, lot code: 35677503; cat. No.: 6570-0-736, delta v-40 ceramic head 36/+7,5, lot code: 38554402; cat. No.: 502-11-52e, trident hemispherical cluster hole shell, lot code: 37765501; cat. No.: 2030-6516-1, 6.5 cancellous bone screw 16mm, lot code: mktahm ; cat. No.: 2030-6516-1, 6.5 cancellous bone screw 16mm, lot code: mkr9we. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. The event was not confirmed. Method & results: -device evaluation could not be performed as no items were returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Legal matter.

Event description:
It was reported through the filing of a lawsuit that allegedly following the surgery, the patient experienced pain and discomfort but was unable to determine the origin of her problems.